Event description:
Information was received from a patient (pt) representative regarding an external device. The reason for the call was caller stated the pt equipment had stopped working. Caller said the equipment would not recognize the implantable neurostimulator (ins) when trying to charge. Caller mentioned they had to keep resetting the controller while charging because the controller would not come on. Agent asked, caller said the issue started like 2-3 weeks ago, and had been going on and off. Caller also said there was a clicking noise, clarified a "sizzling" like it was burning and confirmed recharger got very hot. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
H3: product ID: 97755, serial#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6) product type recharger h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed a no device found message as well as cable insulation is peeling away at donut end and wires are exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.